Manufacturer narrative:
The kodama catheter was received at acist medical systems, inc. On december 2, 2015. Evaluation of the returned catheter confirmed that the tip of catheter was missing (approximately 0.75 cm). Remaining tip showed signs of elongation. It appears that some force was applied while the tip was restrained, and the tip stretched and then broke off. Based on review of the reported complaint and analysis of the returned device, the most probable root cause for this event is operational context.

Event description:
After completion of an intravascular ultrasound (ivus) study using the acist hdi high-definition ivus system and acist kodama catheter, when the kodama catheter was removed from the guide catheter, the user observed that the catheter tip was missing. The physician performed an x-ray of the patient to locate the catheter tip; the catheter tip was not located. No patient complications were reported and the patient status was fine.